Manufacturer narrative:
Device evaluation: one medfusion 4000 pump was returned for analysis. Visual inspection performed, and product found with chipped out on lower left front corner of top case. Event history log review was performed and found evidence of reported problem. Visual inspection, and power up process was used to verify both of customer reported problems. However, investigation unable to determine the intermittent of the error. According to the investigation, the pump flippers intermittently stucks which is caused the check syringe plunger sensor error. Investigator replaced the pump speaker for preventive and replaced pump left plunger case. Performed pm maintenance and all functional testing passed. The problem source of the reported problem is unknown.

Event description:
Information was received that this smiths medical medfusion 4000 pump exhibited primary audible alarm and had broken syringe plunger holder. No adverse effects were reported.